Manufacturer narrative:
Device passed the displacement, prime/compromised force sensor system and excessive no delivery alarm tests. No excessive no delivery alarm or excess no delivery alarm noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device kept suspending itself automatically for the past 3 days. Device alarmed a no delivery alarm at time of call. Customer's blood glucose was 498 mg/dl. Customer declined troubleshooting the second time. Customer wanted the device replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.